Event description:
The customer reported an unspecified issue related to the visera elite ii video system center. During a standard service inspection of the customer returned device, the light intensity of main lamp was too low to distinguish tissue. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the light intensity of main lamp was too low to distinguish tissue due to a light source unit failure. As a result of a short circuit in video connector socket, the earth resistance exceeded the standard. In addition, deformed chassis was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the low light intensity of the main lamp was due to a light source unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.